Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the ipg would not establish communication with the clinician programmer. Surgical intervention is planned as the next course of action to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the ipg was explanted and replaced with a new model. The patient received effective therapy postoperatively. The issue is resolved.